Event description:
It was reported that the pump was alarming no disposable. Per reporter, the pump was silenced, settings reviewed (continuous infusion rate of 2.2 ml per hour, total reservoir volume of 12.2 ml and a given volume of 87.85 ml) and tried to close a clamp but was not able to do so. The pump was powered off. The event occurred while in use with patient at the patient's home. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.